Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 270 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer as customer only had one test strip left. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The customer stated he is testing six times a day (fasting) and taking medication to control his diabetes (insulin). The customer stated he has not made any recent changes in his exercise regimen and has made recent changes in his diet and medication. The meter memory was reviewed for previous test result history: 270 mg/dl (B)(6) 2017 10:27 pm fasting:yes; 229mg/dl (B)(6) 2017 09:15 pm fasting:yes; 261mg/dl (B)(6) 2017 09:00 pm fasting:yes; 249mg/dl (B)(6) 2017 08:45 pm fasting:yes; 238mg/dl (B)(6) 2017 08:30 pm fasting:yes. Memory concerns: the customer is concerned with all of the results.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 270 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer as customer only had one test strip left. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The customer stated he is testing six times a day (fasting) and taking medication to control his diabetes (insulin). The customer stated he has not made any recent changes in his exercise regimen and has made recent changes in his diet and medication. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with all of the results.